Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during initial drain. The baxter technical services representative (tsr) had the cg cycle the power to receive a system error 2367, then again to clear the alarms. The tsr advised the cg to start over with new supplies. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about the supplies or set up that night. She did see air in the lines. Therapy since has been going well. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about the event and they had discussed the alarm. There were no adverse effects reported and the patient was continuing therapy on the homechoice machine successfully. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.